Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during splenectomy, the device did not seal correctly. No patient injury occurred and a new device was opened to continue the procedure.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2017. One used ls1500 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue with sealing. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors from the manufacturing process. There are many factors that can affect seal quality, and the instructions for use included with this product lists measures to ensure sealing effectiveness.